Event description:
It was reported that a user on ilet therapy experienced hyperglycemia with glucose readings reported as ¿high,¿ later around 320 mg/dl after corrections, and then 393 mg/dl following consumption of approximately 40 grams of carbohydrate from a cinnamon roll without meal announcement; fingerstick measured 323 mg/dl, infusion set and tubing checks showed drops with no noted occlusion, leakage, kinks, or air bubbles, and there was no insulin delivery stoppage. Symptoms included hyperglycemia. Outcomes included advice to manually enter blood glucose for calibration and to allow 1 to 2 hours for additional corrections, with a planned follow-up. Investigation included troubleshooting of the infusion set and tubing, verification of insulin delivery, blood glucose confirmation by fingerstick, and user education on meal announcement and correction timing. Investigation of this case revealed no device malfunction or component failure and suggested the hyperglycemia was associated with a recent unannounced meal while glucose was already elevated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.